Event description:
It was reported that the ilet pump displayed a nonresponsive lower touchscreen due to microcracks, preventing user input and leading to device replacement and return. Symptoms included no reported adverse health effects or blood glucose impact, and the user continued diabetes management using cgm guidance and manual dosing as instructed. Outcomes included temporary interruption of pump therapy with user education to avoid insulin on board prior to restarting the replacement device. Investigation included remote assessment, user interview, verification of addresses and return logistics, shutdown guidance, and instructions on data sync and replacement setup. Investigation of this case revealed physical screen damage consistent with a cracked or delaminated display resulting in partial touch failure. It was concluded, based on previously established findings for similar reports, that the cause was device component damage to the touchscreen assembly leading to loss of input functionality.